Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-01186 new information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to dvt with attempted retrieval (unsuccessful) on (B)(6) 2012. Removal procedure notes describe that two attempts were made to dislodge a strut from the vessel lumen before ending the operation. Plaintiff is alleging device is unable to be retrieved.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vc perforation. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
Dated (B)(6) 2017, ir vena cava filter removal (filter retrieval) reports, "cavagram showed penetration of filter legs, placing the tulip wire loops in contract with the ivc wall. Successful technically difficult removal of a penetrated filter."

Manufacturer narrative:
Correction: date of birth. Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "copy and paste from brief description¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques.